Event description:
Procedure type: lobectomy medial lobe. According to the reporter: at the end of the surgery the last magazine was connected and fired inside the situs. At the opening of the magazine the removing of the piston seemed very slight for the surgeon. Magazine did not open, piston at the bottom side of the magazine, which will be moved forward with the scalpel, stopped at the tip of magazine. Magazine had to be removed from the medial lobe with ultrasonic sound. Magazine was sent to histology with the added tissue. The sent sample - handle and closed magazine - shows the same effect of "not-opening". The case was extended by more than 30 minutes. There was unanticipated tissue loss. No reinforcement material used.

Manufacturer narrative:
(B)(4).